Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required time frame. When entering donor information, the height was entered as (B)(6). The height should have been (B)(6). The customer called wanting rdf (run data file) analysis performed on a procedure in order to verify if incorrect donor parameters were entered in a previous procedure. The customer realizes that this issue is an operator error and caught the discrepancy when checking the tbv of a donor. The donor's age or date of birth was not revealed in the investigation.

Manufacturer narrative:
(B)(4). Investigation: caridianbct support specialist, verified through the rdfs (run data files) that the operator entered the donor height as (B)(6) rather than (B)(6). The donor did not experience any adverse symptoms nor was any medical intervention required in this incident. Root cause: operator error. Corrective/preventative action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters because of a possibility of over delivery of ac, the possibility of over-collection of volume, and because of the possibility of over-collection of platelets.